Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Lead performance data collected from the device memory was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was found to have noise with arm movement and isometrics. The lead had high increasing thresholds with no capture at max output. X-ray revealed that the lead had fractured near the sleeve. The physician surmised that it was due to stress as a result of sleeve fixation. The lead detection was programmed off. During lead extraction, the physician could not retract the helix despite multiple rotation beyond the recommended rotation to retract the lead. The lead was extracted by pulling on the lead; however, the lead helix was stretched upon removal. A new lead was implanted. No patient complications have been reported as a result of this event.